Event description:
It was reported that on (B)(6) 2025, during normal operation of the ventilator, an alarm suddenly triggered, displaying "equipment malfunction." After troubleshooting by the ICU nurse, the issue could not be resolved. Even after shutting down and restarting the device, normal function was not restored. The ventilator was immediately replaced, and the device department was requested to conduct repairs. Due to timely machine alarm, no impact was caused to the patient.

Manufacturer narrative:
The affected device was examined onsite by the dräger service and the log file was secured for further investigation at the manufacturer´s site. The analysis of the log file could confirm that the device performed a synchronized restart of the ventilation unit and cockpit on (B)(6) 2025 around 6:25 am. The restart was caused in specified reaction on a detected deviation of the circuit board of the flow and pressure measurement module. The event was accompanied by the intended device failure alarm messages. The faulty circuit board, as well as both data cables and the power cable of the flow and pressure measurement module should be replaced. As a safety feature of the device, the software analyses and verifies proper function of the device. In case of a detected failure concerning the flow and pressure measurement module the device would perform a restart to mitigate the issue and post an audible alarm in order to alert the user. In case of a complete loss of function of the ventilation, the emergency-breathing valve would open to ambient allowing for spontaneous breathing. Accompanying alarms will be activated in order to inform the user about the problem. However, manual ventilation with an alternate device may be considered necessary. The device reacted like specified to a detected deviation and posted appropriate alarm messages to inform the user about the problem. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that on (B)(6) 2025, during normal operation of the ventilator, an alarm suddenly triggered, displaying "equipment malfunction." After troubleshooting by the ICU nurse, the issue could not be resolved. Even after shutting down and restarting the device, normal function was not restored. The ventilator was immediately replaced, and the device department was requested to conduct repairs. Due to timely machine alarm, no impact was caused to the patient.